Event description:
It was reported the patient experienced a "very intense electrical surge" in the left arm. The left arm was "jerking" afterward and hurting due to the patient turning the stimulation off. The next day, the stimulation was turned back on. No stimulation sensation was felt in the right arm. It was also reported the stimulation changed when the patient mover her head/neck. The intense electrical surge was first felt after the patient lifted a box over her head. The patient was scheduled to have the ins device replaced in less than a week. The patient suspected one of the "connectors was messed up" and wanted them checked before the upcoming surgery. Additional information has been requested but was not available on the date of this report. See also MFR report #3004209178200900677.